Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. A yellow controller error alarm occurred twice within the past several hours. Each occurrence was transient, lasting approximately one minute. All other automated impella controller (aic) values remained within normal limits.

Manufacturer narrative:
Investigation could not be conducted due to product not returned.

Manufacturer narrative:
B5. Additional event description added. D1. Brand name corrected.

Event description:
Additional information received reporting the patient survived the explant.